Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted, concurrently with a tvh, bso due to pop. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding. It was reported that patient underwent mesh revision on (B)(6) 2012 due to mesh erosion. It was reported that patient underwent partial explant and bard biomesh was implanted on (B)(6) 2013 recurrence of cystocele and mesh erosion. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced nocturia and urinary tract infection.